Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No add'l info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It is alleged that, "the pt underwent a total hip replacement on or about (B) (6) 2007. "It was further reported that, "following the hip replacement surgery, the pt began to experience pain and discomfort in the anterior portion of her thigh, as well as weakness of the hip and significant atrophy of her left leg."